Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation the battery compartment was observed to be cracked at the top. The battery compartment was seen to be stripped causing the battery cap to be difficult to remove or insert. The battery cap was noted to be stripped and damaged; the cap measurements were out of specifications. The battery cap was unable to tighten to the pump. A test cap was used and was able to be attached and removed from the pump.